Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc2600993/. The devices were not returned for review, therefore their conditions cannot be described. The manufacturing documentation cannot be reviewed because item/ lot information has not been received. The shell was an unknown trilogy shell and the liner was an extended offset liner in both cases. These devices were used in the treatment of a disease. No applicable patient history is provided. Compatibility of the devises is unknown. A complaint history search cannot be performed due to lack of information. Single-use, sterilized devises manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10 or better. With the information provided, a definitive root cause cannot be stated.

Event description:
It is reported that 2 patients were revised due to sepsis.